Event description:
Customer called to report a hospitalization due to low blood glucose. The blood glucose reading is 17 mg/dl. Customer stated that she was walking and fainted. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored and no blank display anomalies were noted. However, the insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump received with cracked case at lcd window corners and battery tube threads. The insulin pump received with broken reservoir tube lip. The insulin pump was received with scratched lcd window.